Event description:
It was reported that the patient had pain at the catheter track. A dye study, x-rays, and CT showed that there was ¿definitely a leak¿; a possible leak of the catheter. Once they opened the patient¿s spine up, there was a csf (cerebrospinal fluid) leak which might have been the issue instead of the catheter leaking. The catheter was replaced. The patient status was reported as ¿alive - no injury¿. The pump was delivering morphine. It was later reported that the cause of the csf leak was unknown. It was later reported on (B)(6) 2013, that the patient was now admitted to the hospital due to neurological deficits. It was later reported on (B)(6) 2013 that an x-ray or MRI showed that the newly implanted catheter was going through the spinal cord. The patient was still having some numbness and weakness and it was unknown if the patient was receiving effective therapy. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-08, additional information from the office of the hcp reported that they recently "fired" the patient. Additionally, on an unspecified date in (B)(6) 2013, a dye study was performed in which they were unable to aspirate the catheter. The catheter implanted on (B)(6) 2013 had become kinked. There was never any medication leaking into the patient's body; if anything, the patient was getting less than what they had prescribed them. They had no symptoms at the time of the event. Once the catheter was replaced on (B)(6) 2013, the patient had no further issues. No further information was provided.

Manufacturer narrative:
The previously submitted regulatory report was inadvertently populated with an incorrect aware date. The correct date of manufacturer awareness was 2015-12-08.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information received from a consumer reported that the catheter had to be moved on an unspecified date in (B)(6) 2013. The catheter was moved because the medication was pouring into the patient's body cavity. It was further reported, that at implant, the dose and concentration of the morphine were unknown; it was reported to have been at "1.5," but they did not known if that was the dose, concentration, or amount per day. Additional information regarding clarification of the statement "the catheter had to be moved," the date the catheter had to be moved, causality, symptoms, diagnostic testing, actions/interventions, and outcome regarding the catheter that had to be moved because it was "pouring medication into the patient's body cavity" was requested. If additional information is received, a follow-up report will be sent.